Event description:
It was reported that the patient's right ventricular lead exhibited oversensing noise. No device intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not provided.